Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted as the lead dislodged and during the reposition attempt it exhibited placement difficulties and helix extension issues. As surgical intervention was necessary to resolve the issue, this is considered a serious injury. No additional adverse patient effects were reported.